Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples or photos of the affected device were provided. Retained units for the reported batch number were inspected per specification. The retained units were visually and physically tested with passing results. Without the actual device, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As reported by the end customer, samples are not available for evaluation. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "when the clamp is moved up the tubing, the clamp is getting stuck. When the surgeon tries to move it, the blue roller portion on clamp falls off."